Manufacturer narrative:
This spontaneous case was reported by a healthcare professional and describes the occurrence of abdominal pain ("abdominal pain after implant insertion/ adominal cramp") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced abdominal pain (seriousness criterion intervention required), gastrointestinal disorder ("ntestinal symptoms") and vaginal discharge ("foul-smelling vaginal discharge"). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to abdominal pain, gastrointestinal disorder or vaginal discharge. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 26-dec-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a healthcare professional and describes the occurrence of abdominal pain ("abdominal pain after implant insertion/ abdominal cramp") in a 42 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2017, the patient had essure inserted (intra-uterine). Essure was removed on (B)(6) 2023. On unknown date she experienced abdominal pain (seriousness criterion intervention required), gastrointestinal disorder ("intestinal symptoms"), vaginal discharge ("foul-smelling vaginal discharge") and abdominal pain upper ("stomach cramps/stomach pains"). The patient was treated with surgery (to remove essure (B)(6) 2023). At the time of the report, the outcomes for abdominal pain, gastrointestinal disorder and vaginal discharge were unknown. The reporter considered abdominal pain upper to be related to essure administration. No causality assessment was received for essure with regard to abdominal pain, gastrointestinal disorder or vaginal discharge. The reporter commented: when did the events start: exact time unknown, started after the implants were put in place? Quality-safety evaluation of ptc: for essure: the investigation of the sample could not confirm any quality defect. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. The most recent follow-up information incorporated above includes data received on: 13-feb-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a healthcare professional and describes the occurrence of abdominal pain ("abdominal pain after implant insertion/adominal cramp") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced abdominal pain (seriousness criterion intervention required), gastrointestinal disorder ("ntestinal symptoms") and vaginal discharge ("foul-smelling vaginal discharge"). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to abdominal pain, gastrointestinal disorder or vaginal discharge. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 17-jan-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a healthcare professional and describes the occurrence of abdominal pain ("abdominal pain after implant insertion/ abdominal cramp") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced abdominal pain (seriousness criterion intervention required), gastrointestinal disorder ("intestinal symptoms") and vaginal discharge ("foul-smelling vaginal discharge"). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to abdominal pain, gastrointestinal disorder or vaginal discharge. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 11-jan-2024: update of quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a healthcare professional and describes the occurrence of abdominal pain ("abdominal pain after implant insertion/ adominal cramp") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced abdominal pain (seriousness criterion intervention required), gastrointestinal disorder ("ntestinal symptoms") and vaginal discharge ("foul-smelling vaginal discharge"). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to abdominal pain, gastrointestinal disorder or vaginal discharge. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a healthcare professional and describes the occurrence of abdominal pain ("abdominal pain after implant insertion/ abdominal cramp") in a 42 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2017, the patient had essure inserted (intra-uterine). Essure was removed on (B)(6) 2023. On unknown date she experienced abdominal pain (seriousness criterion intervention required), gastrointestinal disorder ("intestinal symptoms"), vaginal discharge ("foul-smelling vaginal discharge") and abdominal pain upper ("stomach cramps/stomach pains"). The patient was treated with surgery (to remove essure (B)(6) 2023). At the time of the report, the outcomes for abdominal pain, gastrointestinal disorder and vaginal discharge were unknown. The reporter considered abdominal pain upper to be related to essure administration. No causality assessment was received for essure with regard to abdominal pain, gastrointestinal disorder or vaginal discharge. The reporter commented: when did the events start: exact time unknown, started after the implants were put in place? Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 24-jan-2024: event "stomach cramps" added, patients demographic details added, product insertion and removal dates added. Rcc updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.